Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's adult child that the patient was taken to the emergency room and the device did not seem to be programmed correctly. The device remained in use. No further patient complications have been reported as a result of this event.